Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing from muscle stimulation. This led to pacing inhibition but there was no asystole greater than 2 seconds. An invasive procedure was performed to explant the rv lead. The device remains in service. No adverse patient effects were reported.